Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians confirmed no pacing output and loss of telemetry. Testing of the device on the hybrid level could not confirm any cause of abnormal or high current that may cause premature battery depletion. The case of the device was removed and visual inspection found that the batteries were swollen. It was determined that the device might have been left implanted after declaring end of life and until all low voltage power suppliers were destabilized and as a result high device current, about 8.5ma, would be drawn from the battery and as a result the battery would get over heated and start swelling. The loss of telemetry and device performance issues were due to depleted battery, but the cause for depleted battery voltage was undetermined.

Event description:
Boston scientific received information that this device was unable to be interrogated with four separate programmers. Additionally, it was reported that the patient implanted with this device experienced recent fatigue, with a presenting heart rate of 50bpm. The recent device check approximately two months ago confirmed that the device was operating as designed and a recent latitude interrogation confirmed a monitoring voltage of 2.54 volts with a charge time of 10 seconds. A stethoscope could not identify tones to be exhibited from the device. The boston scientific sales representative reported that the device had reached end of life (eol). An invasive surgical procedure was performed and the device was explanted without complication. It was believed that the device was providing right atrial (ra) pacing, because when the device was disconnected, pacing was lost. The sales representative attempted to interrogate the device following explant, however, was unsuccessful. The device was to be returned for reliability analysis.